Event description:
(B)(4).

Manufacturer narrative:
Nka customer service had the biomed check the alarm settings and test the device. Alarm settings were correct. Biomed tested the device with a simulator and confirmed that the device was functioning correctly. Data from alarm logs from device were provided to nka and reviewed. Review of alarm logs by nkc (MFR) confirmed that the device was set to dual lead analysis and noise was detected on one of two leads. Once noise was not present, vfib alarm occurred. This analysis showed that the (B)(4) central station performed according to specifications during the event in question with no indication of any malfunction.